Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, there is no indication that the lens has been explanted. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was found in the operative eye of the patient after implantation. The patient status is unknown. No further information was provided.